Manufacturer narrative:
Please note: as gore was unable to determine which device was responsible for the proximal endoleak and which device was responsible for the distal endoleak, this report is being sent to capture the reintervention on the distal device. The reintervention on the proximal device was reported on MFR report 2017233-2019-00369. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, a proximal type I endoleak was identified. On the same day, a procedure to treat the proximal type I endoleak was performed (this was reported on MFR report 2017233-2019-00369). Details of the treatment was not reported to gore. During the procedure, a distal type I endoleak was also discovered. On (B)(6) 2018, an intervention was performed to treat the distal type I endoleak, whereby endoanchors were placed.